Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of insulin pump did not always work and they to press the buttons a few times before it works. The customer blood glucose level was unknown. Customer stated that battery life of insulin pump was very diminished and they had tried everything. The device will not return for analysis.